Event description:
Reporting rationale: malfunction reporting status: stent dislodgement has caused or contributed to patient injury previously device issue: stent dislodgement it was reported that during preparation, the stent dislodged onto the table. There was no patient involvement. No additional patient or event details are available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can contribute to stent dislodgement during preparation included, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, mishandling, or interactions with other devices. However, without a returned device for analysis, a definite root cause of the stent dislodgement cannot be determined.